Manufacturer narrative:
As of the date of this report, the device has not been returned for investigation.

Event description:
A facility reported failure of one of the scope cameras; they were unable to identify which of the cameras failed. There was no reported consequence to the patient.